Event description:
Consumer stated that the product caused her gums to feel bumpy. She stated she has always used this product and never had any issues. She stated the bumps are on the front of her gums, like a blister, but with no pain. No medical attention was sought for this condition.